Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the monolithic controlled release device had no anomalies or abnormalities. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant while the physician exercised the helix on the right ventricular lead, a white lump which was suspected to be steroid peeled off and feel off from the lead tip. A white thing was noted to be adhered to the helix. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.